Event description:
A site rep reported that during a cranial procedure, the software froze while they were in navigate. The mouse was not moving and they were not able to use ctrl and alt and backspace to exit the software. After shutting down the system and restarting, they were able to continue with the case as planned. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
RMA was issued. The device was returned to the MFR on (B)(6) 2011. The device has not been evaluated as of the date of this report.